Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of a disposable pressure transducer, there was a drift and the blood pressure values provided were too high, around 150mmhg, which was not correct according to the clinical patient status. No error messages were observed. The customer primed the system, checked the connections to confirm the line was not kinked; however, the issue continued. The patient was treated according to the wrong values displayed. When customer realized that the readings were incorrect and the blood pressure did not improve after intervention, the transducer was changed for a new one and worked successfully. The blood pressure values normalized after the transducer was changed out. There was no allegation of patient injury. The device is not available for evaluation.

Manufacturer narrative:
Correction: originally it was reported that the device was discarded at the hospital. However, it was later communicated that the device would be returned. We received one double dpt kit for examination. The reported event of high pressure displayed was not confirmed. Both dpts zeroed and sensed pressure accurately on a pressure monitor. The pressure readings from both sensors were stable during an 8 hour output drift test. Electrical testing showed that both the input and output impedances were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during a pressure test. In addition, there was no visible damage observed to the kit. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.